Event description:
A left ventricular pacing lead was returned to the manufacturer from an unknown source with "routine explant[ ] returned for analysis" noted and no further information provided. Further review of the manufacturer's database indicated the patient died approximately two months post the lead's implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A cause of death will not be received. Evaluation summary: (B)(4) -the full lead was returned to the manufacturer and analyzed. No anomalies were found.